Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, and following the reset, the cgm error did not reappear. The caller successfully started their sensor session.